Manufacturer narrative:
Explant evaluation results: gore® synecor tissue reinforcement patch was implanted to treat an incisional hernia on (B)(6) 2016. The following information regarding this event was provided to w. L. Gore & associates: on (B)(6) 2016 the device was removed due to pre-peritoneal abscess infected mesh. The specimen was returned to w. L. Gore & associates for investigation. Submitted unfixed was one tissue gore synecor tissue reinforcement patch which was approximately 26cm long x 18cm wide. Material consisted of a ptfe mesh and a friable brown thin sheet of material which was largely separated from the ptfe. Smaller fragments of the friable material were adherent to the ptfe on the presumed peritoneum ¿facing surface. Penetrating from the visceral-facing aspect of the patch to the peritoneum-facing surface were multiple purple plastic tissue anchors and helical metal tissue tacks. Along the periphery were four large gauge simple interrupted white monofilament sutures. All surfaces of the specimens were largely devoid of tissue. All surfaces presented with scattered small friable thin plaques of red-brown loosely adherent material consistent with dried blood. Histopathological examination of four samples from peritoneal patch surface was performed. The sections examined from the specimen submitted contain portions of a device that are consistent with the gore synecor biomaterial comprised of a pga:tmc film, knitted ptfe and a pga:tmc web. Intact portions of the device contains cellular and tissue infiltration that would be expected approximately two weeks post implantation with some evidence of granulation tissue, foreign body giant cell infiltration and fibrous tissue ingrowth. A large portion of the sections examined contain free blood and a neutrophilic infiltrate with no evidence of bacteria.

Manufacturer narrative:
Concomitant medical products: patient medications - plavix 75 mg I tablet daily, metoprolol 25mg 1 tab bid, ms contin 100mg tablets 1 tab every 12 hours, accupril 5mg 1 tablet daily, zocor 10 mg 1 tablet daily, nitroglycerin 0.4mg prn chest pain. The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications. The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
On (B)(6) 2016, the physician used gore® synecor biomaterial to treat an incisional hernia. The physician reports the device was removed on (B)(6) 2016, after 16 days due to preperitoneal abscess infected mesh. The device is available for evaluation and was returned to gore.